Event description:
It was reported that on (B)(6) 2023, a 21mm epic valve was successfully implanted during an aortic valve replacement. On discharge, the patient had a gradient of 30mmhg. A month after surgery, the patient returned to the office and had no issues on echocardiogram. Four months after implant, the patient began experiencing symptoms of heart failure. In (B)(6) 2024, the patient returned to the physician with ejection fraction of 40%, previously at 63%, and a gradient of 140mmhg. The patient had aortic valve insufficiency. It was reported that the valve showed no signs of structural deterioration. The echocardiograms were repeated, and it was shown that one of the valve posts was falling into the valve area, simulating valve stenosis. The falling of the rod mimicked severe stenosis. The plan was made for the patient to undergo valve replacement surgery.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of stent post deformation, aortic valve stenosis, and heart failure was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, cine review, and without the device to analyze, the cause of the reported event could not be conclusively determined. It is possible anatomical conditions and procedure circumstances contributed to the event; however, this could not be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.